Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Analysis was unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the device did not receive a failed battery test alarm. The insulin pump was returned for analysis.